Manufacturer narrative:
Unit received with unresponsive act button due to flattened dome. Unit received with minor scratches on lcd window, cracked case at display window corners, and broken battery tube threads.

Event description:
The customer reported via phone call that the act button was unresponsive. Customer's blood glucose level was 180 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.